Event description:
It was reported that during lead evaluation, fluoroscopy revealed externalized conductors. No electrical issues were observed. The physician will continue to monitor the patient.

Event description:
New information received notes the lead was capped.

Manufacturer narrative:
A partial lead with the connector pins measuring 17.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.